Event description:
A physician reported to rxsight that a capsule bag was ruptured during the implantation of a light adjustable lens (lal). The leading haptic was left behind the posterior capsule by the surgeon and the trailing haptic was delivered into the capsular bag. Post operatively, the lens was observed to be tilted. No additional information was provided by the physician.

Manufacturer narrative:
Manufacturer reference #: (B)(4).